Event description:
It was reported that the lead was exhibiting noise. Lead damage suspected. Lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasions were noted at 11.6-11.8cm and 59.9-60.0cm from the is1 connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.